Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event of atypical power cable disconnects was confirmed via analysis of the log files. The submitted log file and log file downloaded from the system controller, serial number (B)(4), contained approximately 36 days of data combined ((B)(6) 2019 ¿ (B)(6) 2020 per timestamp). The log files captured power cable disconnect alarms that were not associated with power source exchanges beginning on (B)(6) 2020 at 12:02:19 and continuing throughout the log file due to the rsoc voltage on the black power cable dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and while connected to the mpu. The driveline was disconnected on (B)(6) 2020 at 15:24:46 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller power cables were manipulated by hand during testing and no atypical alarms were produced. Evaluation of the power cables revealed an increased resistance on the rsoc wire of the black power cable that fluctuated when the power cable was manipulated. Visual inspection of the power cable revealed a tear in the outer jacket with a green fluid substance coming out from inside the power cable. The outer jacket was removed for further inspection of the underlying layers, revealing minor kinks on several wires, including the rsoc wire. Fluid ingress was also observed on the wires. Although not reproduced during testing, the observed damage to the rsoc wire in the black power cable could have resulted in the reported atypical power cable disconnect alarms. The reported event appears to have been caused by a damaged rsoc wire in the black power cable. The root cause of the damaged wire could not be conclusively determined through this analysis; however, the observed kink and fluid ingress may have contributed to the degradation of the wire. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed occasional alarms while on fully charged batteries that would turn off when manipulating the cable. Small cuts to the controller black cable and green drainage were observed. Regular tape was applied to the controller black cable. Analysis of the log file showed unexplained power cable disconnects on the black power lead. A controller exchange was recommended. The manufacturer's investigation confirmed external damage that required exchange.